Manufacturer narrative:
Evaluation summary: the silverhawk was returned for evaluation. No ancillary devices were included. The silverhawk was returned with the distal assembly fractured and separated at the edge of the vent holes. The fracture observed was radial. The distal portion of the distal assembly which separated from the rest of the unit showed bending and uneven spacing between the coiled vent holes. The guidewire tubing showed signs of buckling at the proximal end. The damage observed was consistent with the distal assembly being subjected to excessive tensile forces. The cutter was advanced approximately 0.8cm from the cutter window. The cutter remained connected to the drive shaft. The platinum iridium showed a radial fracture. The guidewire tubing visible on this segment showed a longitudinal tear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a silverhawk directional atherectomy catheter device during treatment of a slightly calcified lesion in the proximal posterior tibial artery. Lesion stenosis unknown. Vessel reported as being slightly tortuous. Device was prepped as per IFU without issue. Balloon angioplasty was performed. It is reported that the nosecone became lodged on the on the wire in the patient and after pulling on the device the nosecone detached and remained on the wire. A snare was used to retrieve the device. No further treatment was required. No patient injury was reported.